Event description:
It was reported that the rail clamp (black handle) would not tighten properly or hold its tension when tightened properly. It came loose very easily and this is what happened as the surgeon was about to start the case. Please note that the spider was just back from a service refurbishment and this was the first case in which it was used. No back up device was available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the identification sticker near the clamp was upside down. A functional evaluation revealed the clamp handle's o- ring was protruding from the clamp handle housing. The o-ring was not seated properly which prevented the clamp from locking correctly. The complaint was confirmed. The root cause is attributed to a manufacturing operator error.